Event description:
The customer reported a no reservoir alarm and also that a reservoir change was not possible because the alarm would not go away. The blood glucose reading was 400 mg/dl. The patient was assisted with clearing the alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.